Event description:
In 2005, the physician successfully implanted a gore tag thoracic endoprosthesis. At a follow-up visit, a type I proximal endoleak was detected. A tg4015 was successfully implanted and positioned proximal to the original tg4020 device. The re-intervention was successful in resolving the endoleak the patient was stable following the procedure.